Manufacturer narrative:
Investigation results: the complaint of a damaged catheter could not be confirmed from the 30 representative 24g insyte autoguard units that were received in sealed packaging from lot #3068165. No damage or defects were observed on the returned samples. A functional test revealed that the catheter tip penetration and drag forces were within specification. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc wing yel 24ga x .75in catheters are splitting. The following information was provided by the initial reporter: "IV catheters are shredded."